Event description:
It was reported the patient experienced issues with the pump so the medication was removed from the pump. The patient experienced severe pain and wanted to know if they could start using the pump again or get a new pump. The patient had relocated to another state. The pump was delivering dilaudid.

Manufacturer narrative:
Product ID 8711, lot# j10874r58, implanted: 2001-(B)(6), product type catheter. (B)(4).